Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the implant site. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were not released by the medical facility. Additional information was received that the patient thought that the symptoms were not procedure related however could be due to weight change.

Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the implant site. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7086346/7094825.